Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal the string pulled out and the middle portion of the tampon pledget fell apart leaving pieces inside her vaginal cavity. She manually removed the remaining pieces of pledget. She is a nurse and monitored for signs of infection. She experienced vaginal cramping that lasted about a day after removing the pledget pieces. She self treated with codeine. She did not seek additional medical attention and did not further self treat. Her symptoms resolved and she did not experience any adverse health effects.